Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii/IV and "textured implants". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.1, d.2, d.4, d.9, g.4, h.3, h.4, h.6.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii/IV and "textured implants". Device has been explanted and replaced.